Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿lamp does not light up¿ occurred due to faulty power supply unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty power unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using a visera pro xenon light source, the lamp did not light up. The event occurred during reprocessing. The intended procedure was completed with a similar device. There was no reported procedural delay, no patient under anesthesia at the time of the event, and no patient harm associated with the event.